Event description:
Boston scientific crm received information that this implantable cardioverter was explanted, due to patient developing endocarditis. There were no other adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.